Event description:
The patient had her leads revised two weeks after implant. It was noted that she went through an awful time to have the device implanted. Additional information has been requested.

Manufacturer narrative:
(B)(4).